Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The consumer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the proximal left anterior descending (lad) coronary artery. On (B)(6) 1997, the patient presented with chest pain, a 3.0x25 mm multilink stent was implanted treating the proximal lad. The patient was taking medication (statin). On (B)(6) 2018, while at home the patient experienced angina which continued into the next morning and was now severe, the patient took a nitro pill and felt relief, and went to the emergency room. Angiography was performed showing the multilink stent had collapsed. On (B)(6) 2018, the multilink stent was explanted and a 3.0x38 mm non-abbott stent was implanted. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record was not performed. A review of the historical complaint records identified no other incidents associated with this lot. The reported patient effect of angina, is listed in the multi-link vision rapid exchange (rx) coronary stent systems (css), instructions for use (IFU) as a known patient effect that may be associated with coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported material deformation. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.